Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was at a pre-scheduled doctor¿s appointment for a wound infection check. While waiting for her appointment, the patient stated she suddenly saw her cgm was reading low mg/dl and then she became unconscious. The patient did not test a bg meter reading prior to passing out. Once the patient regained consciousness (after approximately 35 minutes), she was in the hospital's emergency room, wearing oxygen and was told she was treated with dextrose. Once able, the patient was given crackers, peanut butter, and soda to eat/drink. No bg/cgm values from the patient¿s time in the hospital were provided. The patient was discharged home 3 days later (sent home with an antibiotic prescription). The patient reported she was still recovering at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.